Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). No DHR and shr could be performed since no serial number was provided. No device, between the ones in use at the hospital, was upgraded with vacuum and sealing kit at the time of the surgery. Through follow-up communication with the chief perfusionist under previous cases from the same hospital, livanova (B)(4) learned that the water in the heater-cooler systems 3t in use is changed every day and they are stored dry. This is not in alignment with current instruction for use however reportedly the devices in use at the hospital are very clean and there is no sign of biofilm. The devices are located inside the operating theater during use. The result of microbial sampling performed at customer site revealed that two devices in use at the hospital were found to be contaminated. It is not possible to determine if the device used for this specific surgery was one of the two devices confirmed to be contaminated. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report that a patient underwent cardiac surgery on (B)(6) 2017 and a heater-cooler 3t system was used. In (B)(6) 2018 the patient developed raised areas with drainage from his sternal wound. The patient underwent wound exploration with an incision and drainage. Cultures from the (B)(6) 2018 wound exploration showed staphylococcus epidermis and curtibacterium acnes, and patient was treated with antibiotics. On (B)(6) 2018, cultures from (B)(6) 2018 wound exploration grew mycobacterium avium-intracellular complex. On (B)(6) 2019, mycobacterium avium-intracellular complex from the (B)(6) 2018 wound exploration was identified as mycobacterium chimaera.